Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to no inflation deflation due to pump failure. Pump had fluid loss and air filled leading to pump failure. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated only the cylinders and pump were replaced and the reservoir remained implanted. The onset of the event was (B)(6) 2017. The patient was stable following the surgery. The explanted components were returned and are undergoing analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to no inflation deflation due to pump failure. Pump had fluid loss and air filled leading to pump failure. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated only the cylinders and pump were replaced and the reservoir remained implanted. The onset of the event was (B)(6) 2017. The patient was stable following the surgery. The explanted components were returned and are undergoing analysis.

Manufacturer narrative:
Device analysis: returned product consisted of a lgx preconnect ms 15cm ps iz. Functional and visual inspection confirmed both cylinders had a leak in the cylinder body. Cylinder 1 leaked due to wear at the corner fold. Cylinder 2 leaked due to interaction with a sharp instrument. The pump was contaminated and was not tested. The reported fluid loss was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.